Manufacturer narrative:
Additional tag® device included in this report: tg3420/06629525. Device UDI's: tg3415: (B)(4). Tg3420: (B)(4).

Event description:
On (B)(6) 2009, the patient underwent a procedure using two gore ag thoracic endoprostheses (tg3415/06197464 and tg3420/06629525) to treat a thoracic aneurysm. It was reported that on discharge date of (B)(6) 2009, the aneurysm measured 59.0 mm in diameter. Follow up dates and aneurysm measurement: (B)(6) 2009: 58.0 mm. (B)(6) 2010: 59.0 mm. (B)(6) 2011: 62.0 mm. (B)(6) 2012: 64.0 mm. (B)(6) 2013: 64.0 mm. (B)(6) 2014: 64.0 mm. The cause of the aneurysm enlargement is not known. There has been no reported re-intervention procedure to date. No further information is available.

Manufacturer narrative:
(B)(4)